Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had repeatedly failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. While on site, the field service engineer (fse) discovered that the auxiliary drawer rails were physically damaged, causing the full-height drawer to fail to open and close successfully. The station was powered off, and the back panel was removed. Drawer seven was then removed from the cabinet and flipped upside down for inspection. The left rail was replaced. It was realized that the right rail also needed replacement; however, there was no additional rail in inventory. The customer was informed that the fse would return to the site once in possession of an additional rail to complete the repair. During the visit, the left rail of auxiliary drawer seven was replaced. Once replaced, the drawer was reseated into the cabinet. The application was launched, and hardware testing was performed successfully. At the volunteer site, all drawers were tested. All position and latch sensors were tested, and all cubies in auxiliary drawer seven were verified. The bus cable was detached and reattached to ensure full connection. The top panel was inspected, biometric identifier was verified, and the barcode scanner was tested. All hardware performed successfully. The system functioned as intended after the field service engineer repaired the device.